Event description:
A (B)(6) pt underwent nanoknife ire treatment for a right submandibular lesion on (B)(6) 2011. During the treatment an adverse event was reported for vasovagal bradycardia. Prior to using the nanoknife, it was expected by the treating physician that a vasovagal/bradycardia effect would occur since the area being treated was very close to the carotid bifurcation. During the treatment the pt's hr dropped from 70-50 bpm. No intervention was necessary and the pt immediately returned to baseline hr of 70 bpm after treatment.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No components of the system was returned to angiodynamics; therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents for this device it was determined that the device met all specs and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the reported event of vasovagal bradycardia could not be ascertained since the product was not returned for eval. The area being treated was very close to the carotid bifurcation, the treating physician stated before the procedure that this would likely induce a vasovagal/bradycardia effect. The cause is not suspected to be related to a device malfunction. This event issue will be trended and monitored by angiodynamics complaint handling department. (B)(4).